Event description:
Customer removed a pod early because he did not think it was delivering insulin correctly. He put the pod on the night before, and when he woke up at 6:45am, his blood glucose (bg) was 245 mg/dl. He took a 3.25 u bolus and did not have anything to eat. By 8:30am, his bg had risen to 371 mg/dl. He took a 10.1 u bolus, but removed the pod after it had delivered. He said the stie (on his abdomen) was not wet, bloody, or scarred. He said it looked like the cannula was going right into his skin. When he activated the pod, he did not remember anything out of the ordinary. He said the insulin came from a bottle that was stored in the fridge for 6-7 days. He had used insulin from that vial in his previous pod without incident. He performed a diagnostic check on the pdm and both the pdm and pod beeped. He said he would activate a new pod and call if his bg did not come down.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advanced. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.